Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint.

Event description:
Customer reported inconsistent results with cue covid-19 test. They tested negative for covid-19 with the cue test on (B)(6) 2021, and tested negative twice with the cue test on (B)(6) 2021 but tested positive for covid-19 with pcr lab test on(B)(6) 2021. The customer also tested negative for covid-19 using the cue covid-19 test on (B)(6) 2021 but the results were not confirmed with any other covid-19 test. The patient was asymptomatic and was tested due to an exposure to an individual who tested positive for covid-19. The two cue covid-19 tests conducted on (B)(6) 2021 were both self-administered but observed (with a report from the observing trainer that the swab quality was very good as he is focused on this issue). First negative result of the test was at one location and the second test was at another location.